Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that  implantable neurostimulator (ins)  has reached eri and patient has an appointment with their new implanting physician scheduled for (B)(6) to discuss battery replacement. Caller reported that the reason the ins battery reached eri so quickly is because they found high impedances on the lead on "node 3 on the right side" which caused the battery to drain quickly. The doctor discovered this issue about a month ago and "turned that node off" and adjusted the other parameters. Patient stated they cant get their body to do anything, and cant move anything normally.